Event description:
A hospital in (B)(6) reported to the FDA that the heater wire of an infant circuit used with an mr850 humidifier caused a hole to melt in the circuit. The hospital further reported that "alarms activated" but did not specify which device had alarmed. The hospital stated in their report that the patient, a premature infant, was not harmed during the incident.

Manufacturer narrative:
(B)(4). Method: the mr850 humidifier used in the reported incident was not returned for evaluation and as far as we can ascertain the hospital continues to use it. Our analysis is accordingly based on the description of events and our knowledge of the product. The infant circuit mentioned in the customer's report was not available for evaluation and we were unable to find out what type of circuit it was. Results: questions were sent to the hospital in an attempt to discover the type of circuit being used and more details about the sequence of events, we specifically asked about whether the temperature probe sensors (chamber and airway) were correctly and securely fitted. Questions were also asked about external heat sources and device set-up and we also requested photographs of the reported damage. A lot check revealed no other similar complaints for the lot number provided. Conclusion: to date, no response has been received from the hospital and due to the lack of information we are unable to determine what could have caused the incident as reported by the hospital. If at a later date, we are able to obtain further information, we will provide a follow up report. Device still in use at hospital.